Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of ica. Lens was explanted and replaced with shorter length lens. Problem was resolved. Cause of event was reported as patient-related factor.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
B5 - significant shallowing of ac was reported. Claim# (B)(4).